Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump rim of the reservoir compartment is very worn and the reservoir does not screw in securely. Customer does not recall any significant events leading to the error, except that they may have screwed it in too tightly. Troubleshooting was done for error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and would call back to provide more information.